Manufacturer narrative:
E1. Initial reporter address (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon identified no damages. A hypotube break was identified, 61cm distal to the distal end of the strain relief and hypotube kink 62cm from tip of device. No kinks or damages noted on the shaft polymer extrusion. Microscopic analysis revealed that a detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device was kinked. The 11mmx2.5mm, 94% stenosis target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft of the balloon was kinked. The device was removed without any difficulty and the procedure was completed with a different device. No patient complications reported, and the patient is stable. However, device investigations revealed that a hypotube break was identified, 61cm distal to the distal end of the strain relief.